Event description:
It was reported that this adapter was abandoned, as lead where it was connected exhibited high pacing thresholds and noise, root cause was not determined. Later on the adapter was explanted an returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
Product investigation did not confirm the reported observations. Adapter was found to be electrically continuous. Detailed analysis revealed surface abrasion but no through. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this adapter was abandoned, as lead where it was connected exhibited high pacing thresholds and noise, root cause was not determined. No additional adverse patient effects.